Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's father stated that they were trying to do a set change and the insulin pump froze up. The customer's father stated that they had to change the battery. The customer's father was unable to troubleshoot at the time of call. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.